Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reloaded the system software and configuration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up and was frozen at the progress screen. No pt injury reported.